Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up mode and a download was unsuccessful. Inappro- priate pacing and no magnet response were seen on the ECG. The patient had not been seen for a follow-up since implant.